Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was found to have undergone a mode change from a magnet, yet the ICD was not exposed to any magnet and the patient reported he was not near any magnetic fields on that date.